Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that their ilet device sustained a cracked screen, rendering it unusable. Blood glucose management was not affected during the event. A replacement ilet was shipped to the user.